Manufacturer narrative:
The pusher was found kinked at ~106.5cm from the proximal end. The hypotube was found stretched. The resheathing pad was found intact. The distal wire was found broken with the ptfe dps sheath, distal marker and coil tip not returned for analysis. The broken end of the hypotube was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The phenom-027 micro catheter total length was measured to be ~158.3cm, the usable length was measured to be ~151.8cm and the distal single coil length was measured to be ~14.5cm which is within specification (specification: 156.5cm, usable: 150cm ± 5cm and distal single coil: 15cm ± 2cm). No damages or irregularities were found with the phenom-027 hub. The phenom-027 micro catheter body was found kinked at ~8.7cm from the proximal end. No damages or irregularities were found with the catheter tip or marker band. The phenom-027 micro catheter was flushed; and water did not exit the distal end. An in-house 0.0260¿ mandrel was used for resistance testing. The mandrel became stuck within the catheter at ~1.5cm from the distal end and at the hub when inserted through the proximal end. Dried blood was found on the mandrel after removal. No other damages or irregularities were found. Based on the analysis findings, the customer report of ¿catheter resistance¿ was confirmed, however, the customer report of ¿resistance/stuck during delivery¿ could not be confirmed as the pipeline flex braid was already deployed. It is possible the damage to the catheter and the blood found within the catheter contributed towards the resistance. Other possible contributors towards resistance are patient vessel tortuosity, lack of hydration or continuous flush not used during procedure. From the damages found on the pipeline flex pusher (kink), hypotube (stretched), distal wire (break) and micro catheter (kink), it appears high force was used against the reported resistance. Possible contributors towards failure are patient vessel tortuosity, catheter damage or user re-sheaths more than two times. Customer reported patient vessel tortuosity as moderate and devices were prepared as per instruction per use. The phenom-027 catheter has an inne r diameter of 0.027¿ which is compatible for use with the pipeline flex.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline embolization device became stuck in the catheter. It was reported that when the pipeline was inserted into the catheter there was excessive resistance in the proximal segment. When they tried to remove the pipeline it became stuck and wouldn't move forward or backward. The physician had released the slack in the system in an attempt to resolve the issue, but it was not successful. Both devices were removed, and a new stent was successfully placed. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). No damage was noted to the catheter or pushwire. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left anterior choroidal artery. The max diameter was 13 mm. The vessel tortuosity was moderate. Ancillary devices include a phenom 27 catheter. Additional information received from the physician noted there was no break seen when the device was returned. The catheter and device were immediately placed in the bag they were returned in. The location of the distal tip is unknown and the tip was said to be removed.